Manufacturer narrative:
(B)(4). The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
The patient fell down on his head and afterwards he had only 5 viable electrode channels. The patient was re-implanted on (B)(6) 2015.